Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of severe restenosis requiring surgical intervention. The event was considered to be resolved, not related to target lesion or procedure, and possible related to device.